Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had intermittent failure that was not detected during our testing. A47 alarms are noted in alarm history file due to corrupted history file, also unable to confirm e70 alarms due to corrupted history file. The insulin pump passed prime/a33, displacement, rewind and basic occlusion tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near the display window corners noted during our visual inspection.

Event description:
It was reported that the customer had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer stated that it occurred during a set change at the fill cannula stage. The pump has not been exposed to a high magnetic field or dropped. Customer does not use sensors. Insulin pump will need to be replaced. Customer will revert to manual injections. Customer's blood glucose level was 9.8 mmol/l. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.